Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a battery/no power issue, the meter would not power on with button press or test strip insertion. Due to delivery delay, customer was unable to test and experienced hypoglycemia with symptoms described as feeling generally unwell and a loss of consciousness and was unable to self-treat, requiring non-hcp third-party administration of coca-cola, cake, and sugar for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a battery/no power issue, the meter would not power on with button press or test strip insertion. Due to delivery delay, customer was unable to test and experienced hypoglycemia with symptoms described as feeling generally unwell and a loss of consciousness and was unable to self-treat, requiring non-hcp third-party administration of coca-cola, cake, and sugar for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues observed. Reader powered on with button depression. Visual inspection was performed on the returned usb charger and usb cable and no issues were observed. Usb/charging cable passed in the testing. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a battery/no power issue, the meter would not power on with button press or test strip insertion. Due to delivery delay, customer was unable to test and experienced hypoglycemia with symptoms described as feeling generally unwell and a loss of consciousness and was unable to self-treat, requiring non-hcp third-party administration of coca-cola, cake, and sugar for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.